Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that the filter detached, perforated, migrated, tilted and embedded. One of the detached arms has migrated to an unknown location and then the remaining struts perforated through the ivc wall and into the mesenteric fat, however the current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident . At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts detached and perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the struts detached and retained in unknown location. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that the filter detached, perforated, migrated, tilted and embedded. One of the detached arms has migrated to an unknown location and then the remaining struts perforated through the ivc wall and into the mesenteric fat, however the current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident . At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts detached and perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the struts detached and retained in unknown location. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven years post filter deployment, patient presented with abdominal pain. Subsequent, CT revealed filter below the level of the renal veins and some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. There was also detachment of one of the filter limbs. The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. Approximately two years later, patient presented with abdominal pain. CT performed revealed filter in the inferior vena cava and generalized wall thickening of the urinary bladder. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.